Event description:
Customer reported receiving a "malfunction" alarm. At the time of the call, customer was unable to confirm what alert or alarm was received. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact.